Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level exceeding 240mg/dl; however no specific value was provided. The customer also experienced trace to small levels of ketones. A manual injection was administered to address the bg level. The customer would change all of their pump supplies to resolve their occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
(B)(4).